Event description:
It was reported that during the loading of the bone screw the scrub tech noticed that the screw head had two different sizes etched on either side. The screw was labeled as 5.0 x 30mm one side and 5.0 x 35mm on the other. The screw was then measured at 35mm. The screw was not used to treat the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visually confirmed the difference between 5x35mm fas part number laser marking on one side of the screw head, and the 5.0 x 30mm labeling on the opposite side of the head. Overall length measurement confirms this is a 5x35mm fixed angle screw, and the "5.0 x 30" is incorrect.